Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the patient's implantable cardioverter defibrillator (ICD) during the interrogation. In addition, there were no electrograms, markers, or parameters. No further information was available through follow-up investigation. The ICD remains in use. No patient complications have been reported as a result of this event.